Event description:
It was reported that an electrical reset occured, the alert was transmitted through carelink and it was unknown what might have triggered the reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters; write to locked ram power on reset occurred on (B)(4) 2011 at address 16 f2. Por severity: low. The device should be able to fully recover after the reset. Investigator commented that the device was not returned, but diagnostic information is consistent with the reported event.